Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 10:00pm. The reporter stated that the patient manages her diabetes with a combination of medications: 1000mg of metformin and 10units of humalin and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Twenty-four hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "blurry vision and of high blood pressure". The cca was informed by the reporter that on (B)(6) 2012 at 1:00pm, the patient was taken to the emergency room (ER) where she was administered with IV fluids. Twenty minutes later, the patient was tested on the ER/hospital meter (unknown type) and obtained a reading of "134mg/dl". During the troubleshooting, the cca was able to walk the patient through proper usage of the subject meter per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.